Manufacturer narrative:
H6 correction: device code changed from break to fitting problem. Internal complaint number: (B)(4). The lot # 25149957 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 10/19/2020. An investigation was conducted on 11/19/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the seal and tension spring assembly inside the delivery device, with the seal in an opened state. The white plunger on the delivery device was not depressed, but the blue slide lock was disengaged. The seal and tension spring assembly was removed from the delivery device. No visual defects were observed on the seal or tension spring assembly. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.224 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem " was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hst iii seal (4.5mm)5-pack, when it was taken out of the sterilization box during use, the spring part was protruding from the delivery system. They put out a substitute and was able to use it without any problems. The case was completed without any problem. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hst iii seal (4.5mm) 5-pack, when it was taken out of the sterilization box during use, the spring part was protruding from the delivery system. They put out a substitute and was able to use it without any problems. The case was completed without any problem. The hospital did not report any patient effects.